Manufacturer narrative:
Reporting facility is in possession of the involved product, however, provided a photograph for review. Evaluation of photograph revealed one suction oral swab with part of the distal end of the green foam separated from the rest of the suction oral swab. Due to the provided photograph demonstrating green foam still connected to the straw, the green foam head was adhered correctly to the suction oral swab straw. This would indicate that there was enough glue on the suction oral swab to keep the green foam attached. The reporter confirmed the patient bit down on the suction oral swab green foam causing the disengagement to occur. Production history records were reviewed. All in-process quality checks indicated passing results. A labeling review of the finished good was performed. The instructions for use state, ¿do not allow patient to bite down on the oral care tool. Use a bite block if patient has altered levels of consciousness or cannot comprehend commands. Use caution with children and unresponsive individuals. Failure to follow these safety precautions may damage the device and present a choking/aspiration hazard. May not function as intended/potential risk of cross-contamination if device is reused.¿ the review of the label is adequate for the intended use of the device and did not contribute to the reported failure. The root cause could be attributed to user error related to biting and not using a bite block during use of the product. Due to the review of the photograph and review of the labeling, there is insufficient evidence to conclude the reported issue was attributable to a quality defect or manufacturing operations. Photographs provided.

Event description:
Report received of a malfunction resulting in a suction oral swab disengagement. Oral care was performed by a healthcare worker on a patient who was unable to follow commands. The reporter stated the patient bit down on the suction oral swab foam causing the green foam to disengage inside the patient's mouth. Reporter stated the green foam were successfully retrieved and no injury occurred. The reporter stated no bite block was in use during the reported issue. The device remains at the healthcare facility, however, photographs and lot information were provided. Although requested, no additional information was available.